Manufacturer narrative:
As this malfunction is considered one event; only one MDR report will be submitted for the reported quantity affected of 5 for this event. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as photos were provided for review. The investigation of the reported event is currently underway. (Expiration date: 04/2023).

Event description:
It was reported that during preparation of a port placement procedure, the wrong type of port was allegedly sent. There was no patient contact.

Manufacturer narrative:
H10: as this malfunction is considered one event; only one MDR report will be submitted for the reported quantity affected of 5 for this event. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: five powerport isp implantable port kits were returned for evaluation. Gross visual evaluation was performed. Although the sample was returned for evaluation, two electronic photos were provided for review. The investigation is confirmed for the reported component misassembled issue, as each powerport isp implantable ports within the kits were noted to have bumps throughout the port septums. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 04/2023), g3, h6(method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a port placement procedure, the wrong type of port was allegedly sent. There was no patient contact.